Event description:
It was reported that the patient was informed his battery would last 7 to 15 years and his only lasted ¿a little over 2 years¿. The patient was not happy with it. The battery reportedly depleted in (B)(6) 2013. The patient thought he was told that so he would buy the device. No further information was reported. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v509981, implanted: (B)(6) 2010, product type lead. (B)(4).